Event description:
Customer reports a 0.5ml/hr infusor containing 60ml of ketobemidon and haloperidol in 5% dextrose in water overinfused over 4 days instead of an anticipated 5 days. Customer reports no pt injury.